Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided anti-tachycardia pacing (atp) and shock therapy to convert an arrhythmia. Initially detected in ventricular fibrillation (vf) zone, with a rate of 243 beats per minute (bpm) a single burst of atp was delivered. Subsequently, the rhythm remained tachycardic during charge, with morphology similar to that of intrinsic rhythm and irregular rate response intervals and an inappropriate shock was delivered. Further review was recommended. The battery status is normal and the lead measurements stable. The device remains in service. No adverse patient effects were reported.